Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to change lead selection to electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The malfunction was observed and the front panel membrane was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.